Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no measurable threshold and drop in pacing lead impedance was observed. Lead was explanted and replaced. Patient&#38112;condition was good before, during and after the procedure.